Event description:
It was reported the patient fell and, being concerned the patient¿s implantable cardioverter defibrillator was damaged, the patient presented to the emergency room. The patient was measured to be in bradycardia. The patient¿s device was unable to be interrogated and it was not possible to tell if the device was pacing or sensing. The device was suspected not delivering the expected output. The next day the patient¿s implantable cardioverter defibrillator was explanted and replaced. The patient was stable during and after the procedure.

Manufacturer narrative:
The reported field event of output anomaly and loss of communication was found to be due to low battery. Low battery voltage was found to be due to premature depletion. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.